Manufacturer narrative:
The t:flex pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and insulin gauge showed 420 units. Then, the customer reported "draining insulin out of the cartridge and measuring" that the amount drawn out was more than the reflected amount. The customer's blood glucose level was 80 mg/dl. Tandem technical support educated the customer on insulin gauge calculations and advised the customer that removing insulin is against labeling instructions. The customer declined further troubleshooting and was informed to contact tandem technical support should further assistance be needed.